Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient, who had a ventricular assist device (vad), experienced low flow alarms, suction, hypovolemia, and dehydration attributed to influenza and pneumonia. The patient was seen in the clinic, and log file data was reviewed. Vad speed fluctuations and slightly lower flows of about half less than the patient's average flows were observed. Review of log files data also revealed a motor start event with parameters outside of the typical range. The lavare cycle was turned off, and no speed changes were noted upon further examination. The patient's blood pressure medication was increased and the patient was advised to hydrate at home. The patient was sent home with no other symptoms.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. A review of the manufacturing documentation was not per formed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed several intermittent suction events within the analyzed period and sixty-eight (68) low flow alarms logged since 14/feb/2025. Additionally, log file analysis revealed a motor start event recorded on 21/jan/2025 at 10:04:41 in which motor start parameters were atypical. Review of the controller log files also revealed that the lavare cycle was active at the time of the reported event. When active, the lavare cycle decreases the pump speed below the set speed for 2 seconds, then increases the pump speed above the set speed for 1 second before returning to the original set speed for 60 seconds. Review of the data log file revealed instances where the speed was fluctuating at a value that is consistent with the lavare cycle fluctuations. As a result, the reported low flow, suction, atypical motor start parameters and vad speed fluctuations were confirmed. Based on the available information, the device may have caused or contributed to the reported event. The most likely root cause for the reported speed fluctuations event can be attributed to the use of the lavare cycle. Based on the risk documentation, possible causes of the reported suction and low flow events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. There was no evidence of similar adverse events for this patient. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report will be submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient received supportive care, intravenous (IV) fluids and antibiotics for pneumonia and influenza. It was also reported that the patient was hospitalized.